Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the middle of a therapeutic ureteroscopy with laser lithotripsy procedure, when the user was working with the soltive laser system, with a olympus 200 micron fiber, the fiber broke, resulting in a spark and a fire at the attachment. An identical olympus 200 micron fiber was used as a replacement, but the same issue occurred within the cystoscope, causing the user to sustain a burn through the cystoscope. The user received a first-degree finger burn; a cold application was applied, and he was able to keep working with the incident. The patient was under anesthesia, and there was a procedural delay as the customer had to obtain a new fiber following the first incident. The intended procedure was completed successfully with similar device (moses laser) without further incident. No additional medical interventions were done with no reports of patient harm. This complaint is related to patient identifier (B)(6). (Tfl-pls, s/n : (B)(6)). Patient identifier (B)(6). (Tfl-fbx200s, s/n (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.